Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that right hip revision surgery was performed due to severe pain, significant limitation of function and ambulation intolerance, decreased range of motion, stuffiness, tenderness, limping gait, clicking, elevated chromium and cobalt levels.